Manufacturer narrative:
The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device's telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Event description:
The patient presented to clinic having experienced syncope. Loss of capture was observed on the right ventricular channel of the device. The device was explanted and replaced to resolve the event. The patient is stable.